Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ypnk, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
A patient indicated for gastrointestinal/pelvic floor reported that they were still swollen at both the implantable neurostimulator and lead wire site since implant. Both areas were also painful. The patient, via the manufacturer representative, later reported that they saw their doctor as they were having pain and site redness. The doctor found an infection at the surgical site. The site started to open up on (B)(6) 2015. The patient was put on antibiotics and was scheduled for removal on (B)(6) 2015. No further information was reported. Further follow up is being conducted to obtain the outcome of the event. A follow up report will be sent if additional information is received.